Event description:
A medtronic representative reported that a legacy tap was returned to the medtronic navigation access center was clogged with foreign material. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. As reported, the tap is blocked with bony material visible at the tip. A replacement part was sent to the site on (B)(6) 2012.